Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation, therefore the physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility stating that there was no patient infection and that there were no deviations, deficiencies, or concerns about reprocessing. During manual cleaning, the product was pre-soaked since the manual cleaning was not performed within one hour after the procedure, the device passed the leak test, and the detergent used was anios. The instrument / suction channel, suction cylinder, and instrument channel port were brushed. It was unknown if the distal end was brushed with the channel-opening brush and single use soft brush maj-1888 and unknown if the distal end was flushed with maj-2319. The automated endoscope reprocessor (aer) used was getinge with getinge detergent and pokayoke disinfectant, there were no defects on the aer used. All channels were connected with tubes when the endoscope was setting up into the aer, the concentration and expiration date of the disinfectant was controlled, and the water quality used was filtered water. The device was dried by wiping with clean paper towels, and blow dried by filtered compressed air, and the endoscope was stored in a drying cabinet. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The investigation is ongoing, a supplemental report will be submitted upon completion of the evaluation / investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope tested positive on (B)(6) 2023, for 15 colony forming units (cfus) of revivable aerobic flora, all channels were sampled. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was evaluated and no abnormalities were found that could have led to the positive culture. The device evaluation found the following non-reportable defects: the bending section cover glue had separated, the insertion tube insulation was near threshold value, the channel mount was worn, the mouth guard piece was defective, the air/water and suction cylinder were scratched, the universal cord was wrinkled, the connector and biopsy channel were scratched, and the bending tube was shortened. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information (microbiological results) provided by the third party. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found 10 cfu's of micrococcaceae / coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.